Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse looked at the pressure transducer and there was condensation in it. A pressure transducer (B)(4) and airway pressure tubing pn (B)(4) were ordered for the fse to replace. As of this date the parts have not been received for evaluation. When they have been received an evaluated a supplement will be filed.

Event description:
The following description of the event was received from carefusion fse (B)(6) 2014. The carefusion fse called to report that he can't get the map on the panel meter to read any lower than 3cm for the zero. His pressure meter reads .02cm.